Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s sleep/wake button did not respond to touch until the user placed the pump on the charging pad, after which the device powered on; cleaning the button with a lint-free cloth restored normal button function, and the user received education to periodically clean the button to prevent recurrence. Symptoms included no adverse physiological effects and no impact to blood glucose. Outcomes included no need for medical intervention and no hospitalization. Investigation included guided troubleshooting and user education. Investigation of this case revealed that residue or debris on the sleep/wake button likely impeded function, consistent with a nonconforming device component interaction that resolved with cleaning and normal operation confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user maintenance issues related to cleaning and environmental contamination.